Event description:
During a diagnostic procedure, the physician inserted a maximum introducer over a wire and into the artery; resistance was encountered and the introducer was removed. At that time, several kinks were noted in the introducer. The pt reportedly developed a femoral aneurysm and underwent surgery to repair the artery. There was no vascular disease noted in the area where the introducer was inserted.